Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195-88c, lead, implanted (B)(6) 2006; 5076-52, lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early battery depletion. The battery was explanted and replaced. No patient complications have been reported as a result of this event. Not reportable; upgrade/routine changeout/medical judgment. There is no indication of a failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus the associated line item tasks will be processed as a non-complaint.<(><<)>end>

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.